Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted that during air removal at the time of farawave insertion, air continued to be drawn in from the side of the valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The complaint allegation was confirmed through product analysis. Additionally, inspection revealed damage to the outer face of external valve. Based on additional information from the supplier, this defect would have been discarded during quality control and would not have been used in manufacturing. Therefore, this defect must have occurred in the field, and the root cause cannot be confirmed. Correction to the initial MDR in block(s) brand name (d1), common device name (d2a), in section d - suspect medical device, initial reporter phone (e1), initial reporter fax (e2) and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted that during air removal at the time of farawave insertion, air continued to be drawn in from the side of the valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.